Manufacturer narrative:
The pump passed the displacement test and active current measurement. However, the pump failed the sleep current measurement due to an anomaly isolated to pcb1. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had battery emptying issue. Customer¿s blood glucose level was 6.2 mmol/l. Customer was assisted with troubleshooting. The insulin pump will be returned for analysis.